Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a safety notification. The caller stated that sometimes her insulin pump does not deliver her insulin, which caused her blood glucose to go high or low. Troubleshooting was declined as customer stated calling back if any other issues arise. No further information was provided.